Event description:
It was reported that the persuader was blocked and the plastic part of the reduction instrument got damaged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. A review of the device history records was not performed because no lot number was provided and it was not available on the returned product. The additional evaluation revealed that we received only the reduction insert for investigation. Therefore the exact cause why the persuader did block cannot be determined. The exact cause why the persuader did block cannot be determined. However, we found that the teeth of the reduction insert are broken. This is an indication that the persuader was not assembled correctly after reprocessing. Such damage can happen when first the reduction insert and the inner sleeve are assembled and then were inserted by the handle. By this the insert does not click into place and is therefore not in the correct position. This will lead to mechanical overload and finally to such damage.